Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter via phone call reported that the customer was hospitalized and in the intensive care unit on (B)(6) 2015. The hospitalization was confirmed as not insulin pump related. The customer received the internal error on the insulin pump when changing the battery. The customer's daughter explained that the battery would run low, the battery would change the battery and then the insulin pump would lose the information stored on the insulin pump. The unexpected restart alarm kept occurring as well. The customer's blood glucose was unknown. The customer's daughter agreed to have the nurse call back in order to properly troubleshoot the issue.